Event description:
It was reported that a pt sustained second degree and third degree burns on his left palm and left hand's fingers respectively after an MRI exam of the head and neck. At the start of the exam, a pulse oximeter was placed on pt's left index finger while blood pressure monitor was placed on the right arm. The risk manager indicated that both of the pt's arms were secured at elbow with 6-inch wide strap due to his flaccid left arm. The strap wrapped across the pt's chest. Upon completion of the exam and removal of the pulse oximeter and blood pressure cuff, the pt was transported back to the critical care unit. At this time, the attending healthcare professional did not notice any visible injury to the left hand. Approx 30 minutes later, the MRI unit was notified that the pt had developed multiple blisters on his left hand's palm and the left hand's fingertips with an exception to the thumb. The hospital assessed the blister on palm as second degree while blisters on the fingertips as third degree. The third degree burns resulted in partial amputation of the pt's fingers. The hospital continued to use the MRI scanner with no further incidents.

Manufacturer narrative:
An investigation is ongoing.